Event description:
Consumer was using the heating pad placed on the inner part of her thigh overnight, and in the early morning hours, she claims she heard a pop and saw a flash of light. Subsequent to noticing the above, she received a third degree burn on the inner part of the her leg, which has resulted in her needing medical attention from two ER providers and at least one surgery (skin flap procedure) to correct the damage.

Manufacturer narrative:
Patient was using the device while sleeping. Labeling clearly states in several locations "do not use while sleeping".